Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a controller failure alarm message; the console was changed to a different console.

Manufacturer narrative:
D6a and d6b: added explant and implant date. D9: added device return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Data analysis: imc logs confirmed the reported failure mode given there was a controller error triggered while running an impella. See attachments for relevant imc logs. Device analysis: console (B)(6) was sent back for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.